Manufacturer narrative:
The lot number for the malfunction was provided; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806060 port & catheter, implanted, subcutaneous, intravascular allegedly experienced material separation and deformation due to compress stress. This report was received from one source. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.